Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer states that the power cord was cut. The unit was sent to a covidien service center. Upon triage, a service technician reports that the power cord is damaged showing bare copper wire and is an electrical safety hazard.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. One scd 700 compression system was returned for investigation. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage, and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The error code history was checked and at some point the unit reported an error code 8. As a precautionary measure, the pressure transducer on the control pcb was replaced to correct the problem. The scd 700 was manufactured in 2012. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.